Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [2000 mcg/ml] at a dose of 1000 mcg/day. It was reported there were pump alarms for repeated and unexplained motor stalls. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The logs were interrogated as a means of troubleshooting. There we no acti ons/interventions that took place at that time. The issue was not resolved. Surgical intervention was planned, but it was unknown if it had been scheduled at the time of the initial report. The patient status at the time of the report was alive - no injury. Additional information received on (B)(6) 2017 from the same hcp via a different representative reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The representative reported via the event logs there had been numerous stalls and recoveries since (B)(6) 2017; on (B)(6) 2017, that stall recovered. There were other stalls and recoveries including (B)(6) 2017 and then (B)(6) 2017 was the tube set with (B)(6) 2017 the stall recovery. That day ((B)(6) 2017) when the pump was interrogated with the representative's physician programmer, the representative programmed the pump to minimum rate mode per the hcps orders as there was another active stall, and the representative did not confirm any stall recovery. The pump was scheduled to be replaced on (B)(6) 2017, and the representative would send the pump back to the manufacturer for analysis. The representative stated the hcp said he did not believe the intrathecal drug was a contributing factor for the root cause of the stalls. No medical symptoms were reported. No further patient complications were reported.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.